Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 31dec2018. (B)(4). The philips service engineer (se) inspected the device. The se replaced the power switch overlay and the ventilator passed all testing.

Event description:
It was reported that the ventilator power light emitting diode (led) failed with no alarm sound at the time of the event. There was no patient involvement. The event date was not specified; estimate used.